Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had issues with their insulin pump. The patient's blood glucose level was not recorded. The customer had to frequently change the batteries to the insulin pump and found condensation inside the lcd screen. No further information was provided.